Manufacturer narrative:
(B)(4). Batch # n53n8z. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information requested: clamp locked after first stapling. Clamp was unlocked manually and other cartridge has been used.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify how the clamp did not work anymore? When the clip has sutured only a portion of the stomach, did the device cut? If yes, were the staple line (sutured part) and cut line approximately equal in length? Was the green cartridge gst60g or ecr60g?

Event description:
It was reported that during a gastrectomy procedure, when changing the cartridge (green), the clamp did not work anymore. The clip has sutured only a portion of the stomach. Another like device was used to complete the procedure. There were no adverse consequences for the patient.